Event description:
The customer called and stated, she was receiving error messages. The code key number displayed does not match the code on the glucose strips. The code did originally match but now displays the wrong one. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.